Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose was 350 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.